Event description:
The customer reported that the unit will not power up. The customer reported that the unit was not in use on patient. The field service engineer (fse) inspected the unit and duplicated the customer reported problem. The fse replaced the cpu board to address the reported issue. Performance verification testing was completed and passed.

Manufacturer narrative:
Conclusion / root cause: this cpu pcba was tested and no failures were identified. Further testing was performed on this cpu pcba and no failures were produced. This report is being submitted as part of the remediation for CAPA (B)(4).